Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the device had an unknown issue. The repair technician reported the device ran continuously in fast forward when the battery was connected. Electronic control damaged is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Unknown when device broke. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A service history evaluation/review was performed. The investigation of the complaint articles has shown that: service history review: part no. 05.000.008, lot no: 005910 a service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 6-jan-2015. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the supply coordinator gave no other information except that the device was "broken" and returned. This report is 1 of 1 for (B)(4).